Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer. A cartridge change was performed resolving the issue or the customer reverted to alternate therapy for diabetes management.